Manufacturer narrative:
Concomitant therapies: juvéderm voluma® xc. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿lump, redness and swelling in the left cheek¿, ¿right cheek and chin were also getting red and swollen¿, and ¿nodule¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings: injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. 6. Adverse events: table 1 and 2. Injection site responses by maximum severity and duration (number/% of subject nlfs). Possible treatment site responses include: redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. D. Other safety data: postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Vascular occlusion of vessels resulting in necrosis and vision abnormalities, have been reported following injection of juvéderm® products, with and without lidocaine, with a time to onset ranging from immediate to within one week following injection. These reported events likely resulted from inadvertent arterial injection. In many of these cases, the product was injected into the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use (see warnings section). Reported treatments include: anticoagulants, epinephrine, aspirin, hyaluronidase, steroid treatment, eye drops, hyperbaric oxygen, and surgery. Outcomes have ranged from completely resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported a patient was injected with juvéderm voluma® xc, 4 months later they were injected with juvéderm volbella® xc and juvéderm® ultra plus xc. Three (3) months later the patient was injected with juvéderm voluma® xc and juvéderm® ultra xc. One month later the patient was injected with juvéderm volbella® xc in the lips and superficial cheeks. 359 days after the first dermal filler injection, the patient experienced a "lump, redness and swelling in the left cheek¿. Doxycline as treatment was prescribed the same day. The patient called the same day to report that the right cheek and chin were also getting red and swollen. The patient reported the day after treatment that the redness and swelling are starting to improve but the nodule has not improved. The packaged needle was used and this was the initial use of the syringe. Symptoms are ongoing. This record represents the fifth injection 207 days after the first dermal filler injection with juvéderm® ultra xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01114 ((B)(4)), 3005113652-2018-01113 ((B)(4)), 3005113652-2018-01112 ((B)(4)), 3005113652-2018-01111 ((B)(4)), 3005113652-2018-01109 ((B)(4)). . This MDR is being submitted for the fifth suspect product, juvéderm® ultra xc, also a device manufactured by allergan.

Event description:
Patient reported to have suffered not only in physical appearance "(atrophy) scares," but also emotional health since injections and granuloma formation after months of injections (several times over a 7 month period). Patient reported experiencing angst and loss of work and social settings due to appearance after injections. Allegedly, the physician has treated the patient poorly "as to why this condition occurred (6 months after injections)." Patient reported physical pain with dissolving the granulomas and mental loss. The event was described as an "awfully traumatic experience" dealt with since the date of occurrence. Patient is in the medical field and has promoted a physician to draw labs to check for infection and perform labs to determine antibodies. Patient reports that "health is well." Nothing has been provided since "dissolve/ multiple units of steroids, x 4 different antibiotics plus a large steroid taper."

Manufacturer narrative:
Patient codes: (B)(4). The additional reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.